Event description:
The user facility reports one incident of a cut in the blood pump segment tubing found approximately 40 min into tx. Evaluation of the actual complaint sample indicates that the pump segment tubing was damaged and cut by the machine pump tubing guides. The reported event may have been caused by user error of improper insertion of the pump segment tubing into the machine housing. The machine manufacturer has provided information to the user on proper installation of the pump segment tubing. There was no patient injury or need for medical intervention reported. This MDR is filed for blood loss only.